Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the aluminium chamber base had areas of corrosion. Brown and white residue was found around the corroded area. A lot check revealed no other complaints of this nature for the subject chamber's lot number. Conclusion: the reporter had commented that "the platen of the mr850 was scorched" and that it was possible that someone had "inadvertently dumped something on the humidifier". The damage noted to the base was indeed consistent with some type of corrosive chemical being present on the humidifier heater plate when the chamber was placed on it. The customer further stated that they have never experienced a leak in our chambers before. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.

Event description:
A hospital in (B)(6) reported that an mr290v humidification chamber was leaking. No patient consequence was reported.